Event description:
It was reported that in the last few months, a surgeon had multiple patients that required transfusions after undergoing da vinci surgical procedures. The surgeon claimed that the endowrist one vessel sealer instruments were the cause for the patients' need for post-operative transfusions. On (B)(6) 2015, intuitive surgical, inc., (isi) contacted the isi clinical sales representative (csr) to obtain additional information regarding the reported event(s). The csr indicated that the surgeon informed her that the endowrist one vessel sealer instruments were not sealing like they should and had an issue around the crotch of the instrument. The csr was unable to provide any specific information regarding any related cases requiring post-operative transfusions. The surgery dates, number of patients that received post-operative transfusions, the reason(s) for any post-operative transfusions, and if the surgeon experienced any malfunction of the da vinci systems, instrument, or accessories during the surgical procedures are unknown at this time.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complications experienced by the patients. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the limited information provided, this complaint is being reported due to the following conclusion: the site indicated that several patients required post-operative transfusions after undergoing da vinci surgical procedures performed by a specific surgeon. However, at this time, it is unknown why each patient required the post-operative transfusions. Also, the surgeon claimed that the endowrist one vessel sealer instruments were not sealing properly.